Manufacturer narrative:
(B)(4).the device was evaluated and confirmed for the reported issue of damage because there was a crack found in the mainbody of the patient connector. The cause could not be determined. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
During evaluation of a returned minicap transfer set, cracks were found in the mainbody of the set. No additional information is available.

Manufacturer narrative:
(B)(4). Visual inspection of the returned device noted cracks in the mainbody. Leak testing, clear passage testing, and clamp function testing were performed with no issues. The reported issue was confirmed. A review of all batch record documents for lot number h12i21011 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.